Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon service investigation, a discharge profile fault was discovered. The cause of the fault was isolated to components u900 (adg658 low voltage, 8 channel cmos analog multiplexer) and u901 (op 496 quad micropower operational amplifier). Components u900 and u901 on the computer analog board had broken solder connections. The root cause of the broken solder connections could not be positively identified. No adverse event resulted from the damaged components. The last pt to use this monitor did not report any problems.